Event description:
It was reported to boston scientific corporation on october 13, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) with 80% necrotic material during a pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the stent was fully deployed; however, the second flange of the stent did not release from the scope. The stent and delivery system were removed from the patient with the scope and the stent was pushed out the distal part of the scope using a swab. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was intended to be placed to treat a walled-of necrosis (won) with 80% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The hot axios stent is not indicated to be implanted in won with >30% necrotic material.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received completely deployed. Visual examination of the returned device found the inner sheath detached and kinked. The deployment control hub was also detached from the handle. The complainant confirmed that the stent was fully deployed outside the patient and the inner was detached after the stent and delivery system were removed from the patient. The outer diameter of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The complainant reported that the device was intended to be placed to treat a walled off necrosis (won) with 80% necrotic material. The IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary;" however, this device is not indicated to treat a won containing over 30% necrotic material. Taking all available information into consideration, the investigation concluded that the reported events and observed failures may have been related to procedural factors. It may be that factors during the procedure, such as the technique used by the physician, the interaction with the scope and/or the patient anatomy, limited the performance of the device and contributed to the reported events and the observed failures. Additionally, it is possible that excessive force was used resulting in the detached deployment control hub. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 13, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) with 80% necrotic material during a pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the stent was fully deployed; however, the second flange of the stent did not release from the scope. The stent and delivery system were removed from the patient with the scope and the stent was pushed out the distal part of the scope using a swab. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was intended to be placed to treat a walled-of necrosis (won) with 80% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The hot axios stent is not indicated to be implanted in won with >30% necrotic material.